Manufacturer narrative:
(B)(4). This is a report of a use error where the patient did not connect the line to the solution bag tightly, resulting in a leak. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it instructs the user to check lines for disconnected solution bags. It provides step-by-step instructions for connecting the solution bags. It warns the user that if a bag becomes disconnected during therapy, the user should follow the end therapy early procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak between the homechoice cassette and one of the solution bags. The leak was due to a loose connection. The patient was not connected. The caregiver reported that the leak was due to the patient not connecting the line to the solution bag tightly. They started over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.